Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.1 cm diameter abdominal aortic aneurysm approximately 55 months ago. Vessel morphology from the time of implant is unk. It was reported that the pt was being followed for a persistent vertebral type ii endoleak. Approximately 11 months ago, the aneurysm had grown to 6 cm and approximately 1 month ago, the aneurysm was 6.3 cm. The physician did not attempt to coil the type ii endoleak and elected to explant the stent graft and successfully sewed in a dacron graft. No additional clinical sequelae were reported, and the pt is fine. The explanted stent graft has been received by medtronic and the analysis is pending.

Manufacturer narrative:
(B)(4). Eval, results: conversion to open repair. Results/conclusions: type ii endoleak.